Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c655 capacitor on the computer/analog pca. The root cause for the shorted c655 component could not be positively identified. No adverse events occurred as a result of the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse events occurred as a result of the defective electrode belt. Mfg dates: electrode belt sn (B)(4) - 12/14/2015. Monitor sn (B)(4) - 10/19/2011.

Event description:
A us distributor returned electrode belt sn (B)(4) and monitor sn (B)(4) and reported that the monitor displayed a service code 204 (belt/monitor unusable).